Manufacturer narrative:
This report is being submitted to relay additional and corrected information. The following sections are being reported: b5: it was reported by the dr. That the cover screw fractured inside the implant. The implant was removed and a new implant was placed. D1: imp,tsv,mcol mg,6.0mm,10mm,mtx. D4: lot number: correction: 63268426, expiration date: 31 jan 2021, UDI: (B)(4), g4: 10 may 2019, g5: additional 510k: k101880, g7: follow up, h1: malfunction, h3: yes, h4: 21 jan 2016. The reported implant and cover screw were returned for evaluation. Visual inspection of the returned product identified that the cover screw that comes with the implant was fractured in the implant drive feature. The bottom portion of the fractured cover screw was stuck in the implant. The implant had significant gouges around the platform and the drive feature. There were noticeable nicks around the micro grooves of the implant. The reported condition of a cover screw that fractured inside the implant was confirmed. A device history record (DHR) review was completed for the reported device lot. No nonconformities/deviation or material deficiencies that could cause or contributed to the reported event were noted as part of the DHR. It was confirmed that all operations and inspections were executed as per applicable procedure. A complaint history review for the reported device lot concluded that there are no other reported complaints with similar incident against the subject lot to date. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the dr. That the cover screw fractured inside the implant. The implant was removed and a new implant was placed.

Manufacturer narrative:
(B)(4). The reported device has been received by zimmer biomet and the investigation is anticipated, but has not yet begun. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the dr. That the cover screw fractured inside the tsvm6b10 implant. The implant was removed and a new implant was placed.